Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer was hospitalized for low blood glucose of 30 mg/dl. Customer's blood glucose at time of call was 316 mg/dl. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarms were noted. However, corroded battery cap contacts were noted during visual inspection. The pump passed functional testing, but was received with intermittent button response during testing due to corroded keypad traces. The pump had a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.